Event description:
Device deficiency description: co-oximeter experienced calibration error at 04:19am. When study staff arrived at 8:30am, began recalibration with new cartridge. Recalibration took longer than the entire cath case. Cath completed, study not done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).